Event description:
Primary surgery (l4/5/s plif) was performed more than 10 years ago, other companies products were used. After that, all the product were extracted and l3/4 were fixed with xia3, because the adjacent segmental diseases on l3/4. Then, a loosening of l3 right blocker and a backout of l3 left screw were found. Revision surgery was performed. L3 screws and all blockers were exchanged.

Manufacturer narrative:
Method: visual inspection result: no issue was found with this blocker, as it was found to be a concomitant product. Conclusion: no failure detected. It was found to be a concomitant product.

Event description:
Primary surgery (l4/5/s plif) was performed more than 10 years ago, other companies products were used. After that, all the product were extracted and l3/4 were fixed with xia3, because the adjacent segmental diseases on l3/4. Then, a loosening of l3 right blocker and a backout of l3 left screw were found. Revision surgery was performed. L3 screws and all blockers were exchanged.